Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of the device revealed multiple episodes of noise on the right ventricular lead, one of which almost lead to inappropriate shock. Additionally, the pacing impedance had increased by greater than double, and the threshold values were unstable. The patient was in stable condition.